Event description:
It was reported that tandem mobi cartridge alarm occurred during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer loaded different cartridge, successfully resumed insulin delivery on pump, and requested replacement supplies, and technical support confirmed successful loading and arranged goodwill replacement supplies, resolving issue, while lot information for cartridges was unavailable.